Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06086. The pt has two ipgs implanted. It was reported one of the pt's ipg was revised due to discomfort. The pt had gained weight and she was experiencing some discomfort at the ipg site. After the surgery the pt stated the new ipg location felt much better.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.